Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to "snap" a cartridge onto the pump. Reportedly, the customer noticed an o-ring on the pneumatic tap. The customer removed the o-ring from the pneumatic tap and was able to snap the cartridge onto the pump successfully. There was no impact to the customer's blood glucose level.